Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range, hv lead impedance was observed through remote transmission. Patient was asymptomatic. Possible tissue growth was suspected around the can. Dft testing was recommended. Device remains implanted; the patient will continue to be monitored.